Event description:
New information received stated the patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of atrial lead the lead dislodged twice. Physician decided to remove lead and use a new lead after the second dislodgement.